Event description:
Cramps, headaches, back pains, bloated, depression, sharp lower abdomen pain, brain shocks, sudden movement in stomach, kicking sensation, lots of urine infection, vaginal infections, loss of hair, irritability, and swelling of the hands and feet, and weight gain. (B)(4).

Event description:
Add'l info received from the reporter on (B)(6) 2014: a month after I got the essure, I started having painful cramps, heavier more painful periods.